Event description:
Reportedly, on (B)(6) 2025, interrogation of a device before MRI is impossible.

Manufacturer narrative:
Analysis of the returned subject devices confirmed the reported event. The communication error is caused by a hardware failure related to cpr4 head. The usb cable of the programming head is faulty and cause communication failure. Multiple cracks are visible on the programming head. Beside, the smarttouch tablet was tested and worked normally with another programming head. The most probable hypothesis is that an unintentionel user error caused the hardware failure on usb cable. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, interrogation of a device before MRI is impossible.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.